Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID was having difficulty reading the fingerprints. A field service engineer (fse) instructed the customer to reset the bio ID print and the customer cleaned the bio ID. After resetting the bio ID and cleaning the bio ID the record indicates "they cleaned the bio ID's and certain people are still having issues. Will report back." The ticket was closed as the customer did not respond to request for an update. The ticket was left open for several days with no response.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, bio ID was having a difficulty reading the fingerprints. The customer stated that there was a delay, the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.